Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, high, out of range pacing impedance was observed. The lead was capped and replaced on (B)(6) 2016. The patient condition was good and stable at the end of the procedure.